Event description:
It was reported that during a pph hemorrhoidectomy procedure, the doctor fired instrument as usual, but could not remove the device from the pt. The device only partially fired and partially cut. Had to cut the device off of the pt. Completed the case by suturing the defect. Pt is fine.